Event description:
During troubleshooting for an alarm, the home patient reported a user error. This occurred during therapy in fill one, on a homechoice (hc) machine. The home patient (hp) had disconnected the heater bag to test the flow of solution. The hp then reconnected the bag and continued with therapy. The technical service representative (tsr) explained that by disconnecting the bag, the setup had been compromised. The tsr assisted the hp in ending therapy so the hp could start over with new supplies. No adverse event was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The hp stated that they had changed out a bag during therapy, which is a user error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.